Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be established. The investigation confirmed off-label use, as the reported stem was combined with a mathys femoral head, a competitor component. According to the instructions for use, ¿only authorized combinations must be used.¿ such an off-label combination may have contributed to increased wear at the taper connection, potentially leading to the reported metallosis and subsequent revision. However, based on the available information this potential causal relationship cannot be further confirmed or evaluated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item#: 55.22.0054, mathys cup, lot#: 2057618. Item#: 54.12.0020, mathys head, lot#: 2085222. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 20 years and 4 months post implantation due to metallosis and pain. Attempts have been made and additional information on the reported event is unavailable at this time.